Event description:
It was reported that during a drug eluting stenting procedure, stent damage occurred. The physician advanced the taxus liberte 12 x 2.50mm stent delivery system to the lesion and felt resistance. The stent was withdrawn. The tip of the stent was defective. The procedure was completed with another unspecified taxus stent. No patient injuries or complications were reported. The patient's current status is reported as "good."

Manufacturer narrative:
The delivery device was received with the stent on the balloon and damage was observed on the stent. The stent was flared at the distal end and the proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Visual and microscopic examination of the distal and proximal stent struts did not reveal any inherent material deficiencies that would have contributed to the formation of the damage. The distal stent damage could have occurred due to the resistance felt during introduction, pushing forward as stated in the complaint. The proximal stent damage is usually the result of pulling an unexpanded stent back into a guide catheter. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The exact cause of the proximal stent damage could not be determined.